Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-04202 and 3007042319-2015-04203) submitted for devices related to the same event.

Event description:
It was reported by the site that the patient went for a routine clinic visit and was complaining of battery switching. Vad coordinator sent log files to the manufacturer and exchanged two of the batteries from stock. It was stated that there were no effects on the patients. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
It was reported that the exchange of the batteries solved the issue. It was stated that the patient went home without any problems. Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There are no apparent contributing clinical factors to the reported event. The reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-04202 and 3007042319-2015-04203) submitted for devices related to the same event.

Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed through the log files. However, the reported event could not be duplicated at the bench level. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The observed switching could have been the result of a communication error between controller and battery or the result of a usage pattern in which batteries are frequently exchanged before reaching the recommended 25% state of charge. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.